Event description:
It was reported the patient thought her battery was "failing." The patient was working with her doctor or medtronic representative and an appointment was pending. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28, lot# v022882, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).